Manufacturer narrative:
Additional information : the abl800 critical cutoff is 1.6mmol/l, therefore, all of the patient's results were elevated above normal range. The ticket states the treating physician suspected a serious hypercalcemia. A search of the complaint database by lot 63063un18 did not find atypical complaint activity for elevated patient results. A review of the list number for trends for the product issue, found no trends related to this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c calcium reagent, lot 63032un18.

Manufacturer narrative:
Complete information for section a. Patient information, 1. Patient identifier = sid685063673301 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated calcium results on one male patient generated on the alinity c analyzer. The results generated were: on (B)(6) 2019 sid685063673301 on serial number (B)(4) = 5.8490mmol/l (normal range 2.15-2.50mmol/l) / retest on sn (B)(4) = 4.8167 / sn (B)(4) = >6.0; the sample was then poured into cups - serum on sn (B)(4) = 3.9814mmol/l / plasma 3.8804 / plasma on sn (B)(4)= 3.7996mmol/l; new sample drawn = 3.99mmol/l / tested on abl800 analyzer = 2.25mmol/l. There was no reported impact to patient management.